Manufacturer narrative:
Product information corrected, MDR should have been reported against the pump instead of the cartridge. There was no cartridge malfunction identified during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011 at 12 pm, the patient claimed her blood glucose elevated to 435 mg/dl. At the time of concern, the patient reportedly had symptoms described as "feels tired and jittery, maybe some frequent urination." Prior to the 12 pm reading, the patient reportedly had blood glucose readings of 89 mg/dl and 428 mg/dl at 8:30 am and 11:30 am respectively. With the alleged 428 mg/dl reading at 11:30 am, the patient took 6 units bolus insulin via the animas pump and did not noticed a decrease in her blood glucose reading at 12 pm. During troubleshooting, the patient noted the following: the patient's site was changed on (B)(6) 2011 at 4:30 pm when her blood glucose was at 164 mg/dl. When the insert was removed, there was no indication the cannula was bent. There was no redness, pain, bleeding, or warmth at the site. The patient admitted there may have been some impaired skin integrity issue. The animas representative educated the patient on the placement of the cannula and how it could potential lead to dislodge. In addition, when the cannula is placed against scar or muscle tissue or in a part of the body where the body is not able to use the insulin, the insulin dose will not be effective and will cause elevated blood glucose. It is not known what the causation of the patient's alleged elevated blood glucose on the day of concern. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia while the patient managed her blood glucose with the animas product.